Event description:
Paramedics attended to a person diagnosed as asystolic. Drugs and CPR were administered to the pt. When the paramedic attempted to administer a shock to the pt, the defibrillator allegedly failed to function (specific details were not reported). A backup defibrillator was immediatedly available and used to administer 6 shocks. The pt was delivered to the hosp with no change in the pt's condition. The pt's outcome was not known. There were no adverse affects to the pt reported as a result of device use.